Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed an error stating that the frame rate was lower than recommended levels. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Manufacture date provided. The interface cable was returned to the manufacturer for analysis. The cable passed bench communication 100t and gbit testing, as well as continuity testing. Installed the cable in a test imaging system and the system readied and functioned as expected. Communication, 2d and 3d imaging were all successful while under test.the device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.